Event description:
Mom called to report curlin pump IV administration set has yellow and blue clips reversed on the tubing. She noticed this would have caused the pump to pump backwards. Instead of delivering medication the pt could have desanguinated or experienced under delivery of lipids. Product number 301-4134, lot# cf1235094. Pt uses curlin pumps to administer IV parenteral nutrition tpn and lipids daily. He uses administration set 340-4130 for tpn bag which is attached to administration set 340-4134, attached to a 1.2 micron filter extension set and then attached to the pt's IV catheter.